Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the patient line separated from the cartridge. A new cartridge was successfully loaded to address the event. Additionally, it was reported that the pump declared an error after a new cartridge was installed. The customer did as instructed and the pump accepted the new cartridge and resumed insulin delivery. The customer's blood glucose level was not impacted.